Event description:
The customer reported erratic troponin I (access accutni+3) quality control and patient results on their access 2 immunoassay system (serial number (B)(4)). The customer requested service. The customer was unable to provide information on calibration, system check or sample processing. The customer did not supply information regarding whether the access accutni+3 results were reported outside the laboratory and did not have information pertaining to any change or impact to patient care or treatment. A beckman coulter (bec) field service engineer was dispatched to the customer's site to assess the access 2 immunoassay system.

Manufacturer narrative:
The customer did not provide patient demographics: age, date of birth, sex or weight. The field service engineer (fse) performed a passing system check and high sensitivity system check. While performing the high sensitivity system check, the fse noted wash pump motion errors. Upon inspection, the fse noted the rotor pin was backed out approximately ¾ of the way from the shaft. The fse replaced the rotor and performed passing precision runs. In conclusion, the improper position of the rotor pin was leading to inefficient washing of the patients' samples which is the cause of this event.